Event description:
It was reported that the stapler stuck. Blade did not reverse. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.